Manufacturer narrative:
No device was returned for investigation. No lot number was provided, DHR could not be done.

Event description:
It was reported that the guide wire was not workable with the needle. No patient injury was reported.